Manufacturer narrative:
The complaint alleges the bd max instrument (catalog number 441916 and (B)(6) ) had "discrepant results." Customer reported that they have several sars-cov-2 runs with discrepant results. The customer instrument run database was provided to bd applications specialists for analysis. A bd field service engineer was dispatched to the customer site where they were unable to normalize the reader on side b, which prompted replacement of the reader on side b. Following replacement of the reader on side b, renormalization of both readers was performed and verified to be within specification. A qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument ct1958 is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1958, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer has had several sars-cov-2 runs with discrepant results. All results were n2 positive and upon repeat all results were negative. No patient impact was reported. The following information was provided by the initial reporter: per customer, they have several sars-cov-2 runs with discrepant results. What result did the customer obtain from the bd product? All results were n2 positive what result was the customer expecting to obtain? Upon repeat, all results were negative was this a qc, validation, or proficiency test? No, patient specimens was patient treatment changed as a consequence of the issue with results? No, specimens were repeated in accordance with the customer's internal protocols, before the results were reported. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer has had several sars-cov-2 runs with discrepant results. All results were n2 positive and upon repeat all results were negative. No patient impact was reported. The following information was provided by the initial reporter: per customer, they have several sars-cov-2 runs with discrepant results. What result did the customer obtain from the bd product? All results were n2 positive. What result was the customer expecting to obtain? Upon repeat, all results were negative. Was this a qc, validation, or proficiency test? No, patient specimens. Was patient treatment changed as a consequence of the issue with results? No, specimens were repeated in accordance with the customer's internal protocols, before the results were reported. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? No.